Manufacturer narrative:
(B)(4). Date sent: 08/27/2019. Device analysis: visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. The remaining device characteristics show no anomalies for a device that has been reasonably changed as part of the explant procedure. Analysis found that the returned device had an exposed weld ball visible paired with the washer side of the adjacent bead. The washer through hole was measured with computed tomography (CT) and found to be out of specification. The paired weld ball diameter was found to meet specifications. Overall review of the device function and dimensions, excluding the out of specification washer hole, show no anomalies from a device that has been reasonably changed as part of the explant procedure. As the device was tested to 250g tensile force in production, it is presumed that a certain geometric combination of the weld ball and the washer hole resulted in the device separation in vivo. All testing performed was non-destructive.

Manufacturer narrative:
(B)(4). Date sent: 05/29/2019. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Severe pain in rt shoulder during MRI (B)(6) 2018, pain persisted after MRI. Saw neurosurgeon (B)(6) 2019 who thought the linx look ¿opened¿. Pt started to experience intermittent heartburn that occurred only at nighttime that would awaken her from sleep. These episodes of heartburn only occurred 4x times (B)(6) 2018. Can you please share the imaging that was taken on (B)(6) 2018? Please send the image that showed the device to (B)(6). - attached. Can you provide the results of barium study that was done? Please send to (B)(6). - attached. It was reported that the patient had an MRI post-implant of the linx device. Please provide the date that the imaging was done and what tesla strength was used? (B)(6) 2018 ¿ 1.5 tesla scanner. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. All imaging available attached. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Egd with bravo, smart pill, breath test, dietary consult, follow up to review testing. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Uncertain. I heard from (B)(6) office that this patient is going to have the current device removed and get another linx implant. No date set. Image from a upper gi study done prior to the MRI image later in the year ¿ [upper gi image (B)(6) 2018 image.pdf, 5 photos (B)(4). (1)_redacted 5 29.pdf].

Manufacturer narrative:
(B)(4). Date sent: 10/10/2019. Additional information received: op, path and or reports attached. - attachment: [op report and path report 7.19.19_redacted (1).pdf, or report 5.18.17_redacted (1).pdf]

Manufacturer narrative:
(B)(4). Date sent: 12/02/2019 h10: corrected data: omitted on previous report. An image from an upper gi ((B)(6) 2018) appears to show the device in the expected annular configuration, with some beads opening to allow the passage of the contrast bolus. The second x-ray ((B)(6) 2018) shows the device in discontinuity. Photograph #1: this appears to be a plain ap abdominal x-ray depicting a c shaped linx device with a significant gap consistent with a discontinuous device. Photograph #2: this appears to be a lateral abdominal x-ray depicting a c shaped linx device with a significant gap consistent with a discontinuous device. Photograph #3: this appears to be spot film from a barium swallow examination depicting a column of barium in the esophagus. Photograph #4: spot film from a barium swallow showing what appears to be an intact linx device around the lower end of the esophagus at the cardia. The beads are not evenly distributed circumferentially consistent with some opening of the device. Photograph #5: spot film from a barium swallow showing what appears to be an intact linx device around the lower end of the esophagus at the cardia. There is also a column of barium seen in the esophagus. The beads are not evenly distributed circumferentially consistent with some opening of the device. Additional information: per medical assessment review: the date of initial implant was (B)(6) 2017. The initial procedure seems unremarkable. A 3 cm hiatal hernia was found and a crural repair was performed. A 14-bead device was appropriately placed. Procedure seemed unremarkable. Reoperation was performed on (B)(6) 2019. Operative findings and dissection needed were appropriate given the initial procedure. A discontinuous device was found and removed. A recurrent hiatal hernia was identified and a redo crural repair was again performed. A new 17- bead device was placed, however due to technical difficulties the surgeon was unable to place the device between the esophagus and posterior vagus nerve as stated in the IFU. Otherwise the procedure seemed unremarkable.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2019.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The DHR for lot 13077 was reviewed. No ncs, reworks, or defects were found. Lot 13077 was an affected lot of the 2018 linx recall (recall number: z-2038-2018). The following information was requested, but unavailable: what symptoms lead to the discovery of the discontinuous device? When did they begin? Can you please share the imaging that was taken on (B)(6) 2018? Please send the image that showed the device to (B)(4). Can you provide the results of barium study that was done? Please send to (B)(4). It was reported that the patient had an MRI post-implant of the linx device. Please provide the date that the imaging was done and what tesla strength was used? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images.

Event description:
It was reported that postoperative the linx implant, lumbar x-ray taken (B)(6) 2018 after MRI the same day show discontinuous device according to doctor's pa. There were no patient consequences reported. Implant procedure in (B)(6) 2017.